Event description:
It was reported by the rep that when the device was used during a colectomy procedure, it would not fire. The case was completed by inserting a reload cartridge in the same device. There was no consequence to the pt.